Manufacturer narrative:
(B)(4). The connector has been received and the valuation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Rn reported to purchasing manager: "not sure if something happened when I connected my cap (maxplus) to my t-connector, but when I started my IV and went to connect my t-connector - the blood came spewing back out of a crack between the connector and the blue hub." There was no report of patient harm or medical intervention. The customer states that no further patient/event information is available.